Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation regarding error e315 (communication with unsupported scope), the issue could not be reproduced during the inspection by the repair department, and therefore, the presumed cause could not be identified. Similarly, when the scope was plugged in and multicolored lines appeared across the screen, the issue was not reproduced during the inspection; thus, neither a root cause nor a probable cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center showed error e315 unsupported scope. The cope was plugged in the system and showed multicolored lines across the screen. The issue occurred during an unknown diagnostic procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting: the customer reset the system unit and the issue was resolved. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.